Manufacturer narrative:
Investigation summary: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that during injection medication was unable to be delivered with a bd nano¿ 2nd gen pen needle. The following information was provided by the initial reporter: consumer reported needle clog during injection. She stated that she called the pen manufacturer and they advised her about priming the needles and it seems to be working ok now but they also advised her to contact us to see if we have other needles that would work better with her pen.